Event description:
Patient reported "pain, volume loss, bruising on left side". Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain, volume loss, bruising on left side". Healthcare professional later reported capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, as it is a medical event. Not related to the device. Bruising: unable to observe, as it is a medical event. Not related to the device. Visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical. Event not related to the device. Additional observations: observed, deformation on the device. Observed, creases on the device. Observed, wear abrasion on the device.

Event description:
Patient reported, "pain, volume loss, bruising on left side". Healthcare professional, later reported, capsular contracture, baker grade unknown. Device has been explanted.